Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 12cm galaxy g3 coil was received contained in the decontamination pouch. Visual inspection was performed. No anomalies were observed on the device positioning unit (dpu) or on any other component. The embolic coil component was observed to be outside of the introducer. Further inspection conducted under microscopic magnification revealed that the embolic coil is stretched. A review of manufacturing documentation associated with this lot (30737326) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at final assembly for coil condition to prevent such damages from leaving the facility. The issue reported that the delivery wire (dpu) got kinked was not confirmed as it was found undamaged. The position of the dpu within the introducer indicates that the unit's advancement through the introducer was possible. The coil stretching was not originally documented in the complaint, and its exact time of occurrence cannot be determined since no further information was gathered from the customer. It is possible that the coil became stretched during the unit withdrawal due to rotative hemostasis valve (rhv) overtightening or during the post-operative handling of the device. This condition is not considered related to the issue as reported. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. Pulling the exposed microcoil through the rhv grommet may damage the coil. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pediatric endovascular embolization procedure, after the leonis mova microcatheter (sumimoto bakelite) was inserted, coil embolization was initiated. Two (2) 4mm x 12cm galaxy g3 coils (gly120412) from two different lots (30737326 and 30558380) were inserted into the microcatheter and the delivery wires of both coils became kinked inside the microcatheter. It was reported that ¿considering the possibility of non-energized, the coils were immediately retrieved and new coils were used.¿ continuous flush was maintained. The procedure was successfully completed without any negative patient impact. The complaint devices were returned for evaluation and analyses. Based on the result of the product analysis completed on 07-feb-2024, the 4mm x 12cm galaxy g3 coil from lot 30737326 was observed in stretched condition. This meets us FDA reporting criteria under 21 crf 803 as a ¿malfunction.¿